Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's mother reported a port issue involving customer's freestyle freedom lite blood glucose meter. She further reported that on (B)(6) 2011, the meter would turn on and then shut off before a test could be performed. She further reported that because the meter was not working customer did not know her glucose was high and as a result experienced vertigo, nausea and "strong" headaches. Customer self-presented to a local healthcare facility where a reading of 437 was obtained on their meter. Customer was diagnosed with severe hyperglycemia and treated with un-named "pills" and insulin, which was noted to be a change from her normal medication regimen. There was no report of death or permanent injury associated with this event.